Manufacturer narrative:
The customer¿s report that the port used to push meds through does not work was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing indicated both gravity and IV push fluid was able to flow through the tubing and both smartsite y-ports without difficulty or resistance. The root cause of the customer¿s report was not identified.

Event description:
The set was received as an unexpected return with a note attached to product that stated: ¿faulty tubing, the port used to push meds through does not work". They further stated that they were unable to push IV medications while preparing for an intubation, and had to obtain a new tubing set-up as a result. Although requested, no further details or outcome of the event were provided by the customer.